Event description:
Info received indicates the head section is completely flat and the head section weldment is bent, preventing the head section from being raised from either siderail or with the manual pump.

Manufacturer narrative:
The technician replaced the head section weldment to repair the bed.